Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, the obturator was difficult to push into the cannula. There is a slight dent on the metal shaft close to the optical tip. The device was used in patient. There was no patient injury or hazard. There was no unanticipated tissue loss. There was no unanticipated extension for incision by more than one inch. There was no unanticipated blood loss of more than 500cc's. There was no delay in surgical time of more than 30 minutes. No device fragment fell into the patient cavity. No device fragment was left in the patient cavity. No other information is available. No patient info available. A new product was opened to complete the procedure.